Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-may-2022 to 13- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bins failed due to a faulty board. The field service engineer replaced the controller board and updated the firmware to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator unit pockets were failed while retrieving medications. The customer stated that there was a 15-minute delay to retrieve fentanyl and there was no patient harm. The customer added that they retrieved the keys from pharmacy to open the fridge and open the insert part where the red latches were released and dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the bins were failed due to the faulty board. A field service engineer replaced the controller board and updated the firmware to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator unit pockets were failed while retrieving medications. The customer stated that there was a 15-minute delay to retrieve fentanyl and there was no patient harm. The customer added that they retrieved the keys from pharmacy to open the fridge and open the insert part where the red latches were released and dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.